Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a broken slap hammer. There was no patient present when this issue was identified.

Manufacturer narrative:
The slap hammer was returned to the manufacturer for analysis. Analysis found that one end of the slap hammer had been broken off and was missing. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.